Manufacturer narrative:
The device was reported as not returning for investigation. A lot history review was performed for the device lot. No abnormalities were found in the lot history record review. The lot meet all device specifications. Since the device was not returned for investigation, a complete investigation could not be performed.

Event description:
On (B)(6) 2011, it was reported to arthrocare that during a tonsillectomy and adenoidectomy procedure, the patient suffered a burn to the lip, and was treated with bacitracin and vaseline. Reportedly, a plastic surgeon was consulted but no additional treatment was done.